Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
User facility mandatory medwatch was received that stated the following: "IV piggy back hung with secondary tubing. Medication filled the drip chamber but would not infuse. Primary bag lowered, still would not drip from secondary. Replaced secondary set, worked well. No harm to patient." Upon further query the following information was provided that indicated no flow. The secondary tubing set was to be used to deliver an unspecified concentration of (B)(6). It was reported that an unspecified primary tubing set was being used to deliver an unspecified volume of normal saline at a rate of 75ml/hr via a pump. At an unspecified time, the option-lok male adapter of the primed secondary tubing set was connected to the primary tubing set. It was reported that the primary solution container was lowered below the secondary solution container. It was reported that after the delivery of the secondary medication was started, no flow of solution was noted. Reportedly, the primary solution container was lowered further to an unspecified height and no flow of solution was again noted. The secondary tubing set was replaced and therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.